Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 51-61 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular-first rib (subclavian) area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
This right ventricular lead exhibited high out of range pace impedance measurements prior to a planned MRI procedure. This lead was also tested in bipolar and out of range measurements were again observed. The MRI was canceled. This lead was explanted and replaced after recording the out of range measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This right ventricular lead exhibited high out of range pace impedance measurements prior to a planned MRI procedure. This lead was also tested in bipolar and out of range measurements were again observed. The MRI was canceled. This lead was explanted and replaced after recording the out of range measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
This right ventricular lead exhibited high out of range pace impedance measurements prior to a planned MRI procedure. This lead was also tested in bipolar and out of range measurements were again observed. The MRI was canceled. This lead remains in service and will be followed up in clinic at a future date. No adverse patient effects were reported.